Event description:
Patient admitted for abdominal aneursym repair. Cook check-flo performer introducer used during the case broke off at infusion end during case with no apparent harm to the patient.from op note: angiogram was performed from the left groin, and measurements obtained for the endograft device. A 23 mm x 16 cm x 12 mm distal diameter device was selected for the main body and was to be deployed from the left groin. First, a stiff wire was advanced and the 18-french introducer sheath was advanced to the region of the infrarenal aorta with minimal difficulty. The appropriate orientation for the device was selected, and the device was advanced. Repeat injection was performed to localize the origin of the renal arteries and the graft was then deployed without difficulty. Patient tolerated procedure well with all sheaths and wires removed at end of procedure.